Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional rx vision referenced is being filed under a separate medwatch report. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of thrombosis and death, as listed in the multi-link vision coronary stent system instructions for use, are known patient effects that may be associated with coronary stenting. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported the on (B)(6) 2015 the patient had several angina attacks. The patient entered a local hospital on (B)(6) 2015 and clopidogrel, aspirin, and angiotensin-converting enzyme (ace) inhibitors were administered with positive effect. On (B)(6) 2015, the patient was transferred to the regional hospital. Angiography revealed an 85% stenosis of segment 1 of the left anterior descending (lad) artery and segment 2 occlusion. The lad was treated with two 3.5 x 15 mm vision stents and vessel lumen was restored. Angiography noted some partial defects/shades (thrombus) in the lad lumen. Thrombolytic agents were given by injection. The patient was sent to the intensive care unit and received brilinta 90 mg 2/per day. On (B)(6) 2015, the patient experienced cardiac arrest. Heart-lung resuscitation was performed without effect and the patient subsequently died. Post-mortem report: ischemic heart disease, intramuscular of front and back walls of left ventrical (lv), intravenous septum, diffuse cardiosclerosis. Myolysis of myocardium and linear thru- defect of the front wall of lv. Hemopericardium (250 ml). Mixed thrombus in stents implanted in the lad. The regional center of monitoring of medication safety revealed during the retrospective analysis of patients profiles/medical history and the interventional cardiologists who performed the procedure considered the thrombus in the stents to be a result of generic clopidogrel intake. Possibly, the patient was resistant to clopidogrel. No additional information was provided.